Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the bellows of the lh 750 hematology analyzer. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak occurred with the blue stripe tubing at the base of retic stain mixing chamber. The fse replaced the blue stripe tubing. The tubing was on a random access module recently replaced as part of preventive maintenance and appeared to be cut near the fitting. Stain, diluent and blood are drained through this tubing. However, no blood was present at the retic stain chamber as this instrument was not used by the customer to handle retic samples.